Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported the system controller makes a humming noise when connected to the power. Will not start the pump.

Manufacturer narrative:
The reported event of the controller not operating the pump was confirmed during analysis. The evaluation of the returned system controller revealed a damaged pcb component. As a result the returned controller did not operate the pump and did not communicate with the sys monitor. The component was replaced and the log file was collected successfully. There was a power cable disconnect alarm followed by no external power and driveline disconnect alarms recorded. Then it was revealed that power was supplied to the controller by 14v batteries and the driveline was briefly connected and then disconnected. The driveline was connected and the system reached the set speed of 9000 rpm. The driveline disconnected alarm was recorded again consistent with a speed of 0rpm. Then the driveline was connected and the system reached the desired set speed. The lack of expected data of the log file suggests that the controller reverted the backup mode. The MFR has identified similar events where the component q15 could be compromised and as a result a CAPA has been opened with the MFR's corrective action system. A review of the device history records revealed no deviations from manufacturing or qa specification. No further info is available at this time. The MFR is closing its file on this event.